Manufacturer narrative:
The graft remains implanted. Therefore, a comprehensive records re-review was conducted. There were no departures noted during records re-review that would negatively impact the processing of xenografts manufactured from lot pd17270001. Manufacturing records indicated that serial ID (B)(4) met all specifications and release criteria prior to distribution. To date, tmi has manufactured and distributed a total of 24 xenografts from the lot without related complaints. Porcine dermis allografts undergo a validated sterilization method: tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. To date, our investigation indicates that the reported complications are more likely associated with a source or event extrinsic to the xenograft implant.

Event description:
Rti surgical, inc. (Rti) and tutogen medical gmbh (tmi), a wholly owned subsidiary of rti, received a complaint as part of hte fortiva appear trial. The reported complaint indicated that a patient underwent left breast reconstruction with implantation of a fortiva porcine dermis graft and a silicone implant on (B)(6) 2019. The patient developed nipple necrosis to left breast requiring surgical debridement on (B)(6) 2020. She was treated with antibiotics. The affected area continued to break down leading to dehiscence on (B)(6) 2020. On (B)(6) 2020, further nipple debridement was performed, as well as removal of the silicone implant and changed to a tissue expander. The fortiva xenograft remains implanted. The patient was discharged on (B)(6) 2020. To date, no additional information has been provided.

Event description:
Med watch submitted only to correct lot #, the lot # was initally submitted as pd17270001. The correct lot# should have been pd17210001.